Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data showed that the pod ran for 722 pulses with no timeouts, drive stalls, or hazard alarms generated. Upon injecting colored fluid into the reservoir, the plunger was noted to rise up the reservoir. Fluid did not flowed through the fluid path on rotation of the ratchet gear. The plunger was noted to not advance though the ratchet gear was rotating. Inspection of the drive mechanism found the clutch spring to be held by the spring latch, though the pod completed priming. Inspection of the clutch spring and spring latch found no damages that would prevent the clutch spring from engaging on the tube nut. The spring latch being misaligned prevented the clutch spring from engaging on the tube nut, which resulted in the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was worn on the leg for between 24 and 36 hours. As treatment, the pod was removed and 5 units of insulin was administered.